Event description:
It was reported that during device backloading onto the guide wire, the stent delivery system tip detached while outside the anatomy. The device was not used. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. Return of the promus stent delivery system (sds) may have aided in the investigation and determination of a cause of the reported event; without the product to examine, a conclusive cause could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that appear to have contributed to the reported complaint. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for tip detachment for this lot. To ensure this is not the result of product deficiency, all products are visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for tip tensile force. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.